Event description:
A report was received that the patient was getting strong surging sensation when the stimulation was on. The physician believed the battery was defective. The patient will undergo ipg replacement.

Manufacturer narrative:
No further course of action will be taken as of the moment. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was getting strong surging sensation when the stimulation was on. The physician believed the battery was defective. The patient will undergo ipg replacement.